Event description:
It was reported that on inspection of a device, the pressure indicator allegedly stuck on 4 atm. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one presto inflation device has returned for evaluation. No anomalies noted to housing, tubing, handle or site gauge. Syringe was noted to be filled to 0 marker; pressure gauge was noted to be at 6atm. Atm pressure gauge was noted to be loose, no other anomalies noted to the device. On the functional the presto device was connected with the in-hose pressure gauge. The device was pressurized, and the psi was not accurate to the atm. The following readings were noted to be7atm= 18psi =1.2atm, 12atm = 83psi=5.6atm & 30atm = 353psi=24atm when the device pressurize and was not with the acceptable limit as per the product performance specification. Therefore, the investigation was confirmed for the reported incorrect reading as the presto device shows a incorrect reading on the pressure gauge during the functional testing and was not with the acceptable limit as per the product performance specification. A definitive root cause for the incorrect reading could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on inspection of a device, the pressure indicator allegedly stuck on 4 atm. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one presto inflation device has returned for evaluation. No anomalies noted to housing, tubing, handle or site gauge. Syringe was noted to be filled to 0 marker; pressure gauge was noted to be at 6atm. Atm pressure gauge was noted to be loose, no other anomalies noted to the device. On the functional the presto device was connected with the in-hose pressure gauge. The device was pressurized, and the psi was not accurate to the atm. The following reading was noted to be 7atm= 18psi ,12atm = 83psi and 30atm = 353psi when the device pressurize. Therefore, the investigation was confirmed for the reported incorrect reading as the presto device shows a incorrect reading on the pressure gauge during the functional testing. A definitive root cause for the incorrect reading could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 12/2023), g3. H11: h6(method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2023) device pending return.

Event description:
It was reported that on inspection of device, the pressure indicator allegedly stuck. The procedure was completed using another device. There was no patient contact.